Manufacturer narrative:
Additional information was received that the lead moved higher and was the reason that the patient was experiencing pain in the stomach. It was also reported that lead migration was confirmed. The patient underwent a revision. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain in the stomach area. The patient believed that the leads might have migrated. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in the stomach area. The patient believed that the leads might have migrated. The patient will undergo a revision procedure.